Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number:(B)(4), batch/lot number:340638 model/catalog description: linear st lead, 50cm.

Event description:
A report was received that the patients ipg was not working and causing uncomfortable stimulation when on. The patient underwent a revision procedure.